Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor wire was found in the sensor bag and not on the sensor on (B)(6) 2014. Patient did not report any discomfort at insertion site. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.